Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access under infused. It was further reported that an unspecified pump alarmed exceeds air which resulted in "not being able to infuse the full amount". The customer then "tried by gravity, but it wouldn't go". This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.